Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump said the battery was low so they changed the battery. The insulin pump alerted a low battery again and when they inserted another battery, the insulin pump¿s screen went blank. Troubleshooting was not performed. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.